Event description:
It was reported that patient experienced a loss of therapeutic effect couple days prior to the date of this report. Patient had retentions and that was the reason for device implant. Patient also experienced symptoms include overactive bladder and urgency and was currently at another facility for a different medical reason. Implantable neurostimulator was currently off. When the device was turned on and program 2 was set to 0.9 volt, patient did not feel anything. It was noted that patient could not tolerate at 1.0 volt earlier; patient felt stimulation in left butt cheek which was uncomfortable. Since implantable neurostimulator was turned off, it was unable to determine whether program 1 at 0.9 volt would provide therapy benefit. Then it was increased to 2.3 volts and patient was unable to feel stimulation. Patient felt stimulation in the wrong location when program 2 was switched to 0.9 volt. There was no known accident or incident related to this event. No falls or trauma was reported. The health care provider was going to catheterize patient but then patient began voiding. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was the patient having the device off and having the intensity "too high" when it was on. It was noted that there were no abnormal impedances and hospitalization was not required. After the patient was taught how to switch programs and change the intensity, the patient reportedly left with the stimulator on and at an "acceptable" level.

Manufacturer narrative:
Product ID 3889-28, lot # v516453, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).